Event description:
It was reported the patient had a subcutaneous hematoma that was related to the procedure. The event required in-patient hospitalization. The event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported this had resulted in a serious deterioration in the health of the patient. It had not resulted in a life threatening illness or injury or in permanent impairment of body function/permanent damage to a body structure. It had note resulted in medical or surgical intervention to prevent life-threatening illness/injury/permanent impairment to body structure or function. It had resulted in in-patient or prolonged hospitalization but was also noted to have not required hospitalization.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the patient was examined and one day later they surgically evacuated approximately 60 ml of clot.